Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient stated she stopped using the dexcom g6 on (B)(6) 2019 because she developed an infection at a sensor wire insertion site. The insertion site became red with a green discharge. She stated she lost a toe to mrsa and while at the podiatrist for evaluation of her toe, her sensor site was evaluated, and she was prescribed vancomycin. She was evaluated by another physician on (B)(6) 2019. She continued taking vancomycin for approximately four weeks until the wound healed. No data or product was provided for investigation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Please disregard the initial MDR that was submitted electronically on 06/13/2019 under report number 3004753838-2019-048343 as this was submitted as a duplicate and is being reported number (B)(4).